Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that placement of the proglide sutures were attempted in the right common femoral artery using the preclose technique prior to a coronary arteriography diagnostic procedure. The arteriotomy was 6fr and during the coronary arteriography procedure the sheath was upsized to a 11fr sheath. Reportedly, the suture failed to deploy. A second proglide was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
P(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device revealed the link pulled had from the cuff which results in the suture not being present during plunger withdrawal. Therefore, the reported suture failing to deploy was confirmed. Based on visual analysis of the returned device, the cause of the incident was related to the operational context at time of use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.